Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant products: 1.carto 3 system us catalog #:fg540000 serial #: (B)(4) 2.stockert 70 system us catalog #: s7001 serial #: (B)(4) 3.coolflow pump us catalog #: cfp002 serial #: (B)(4) manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient, in her (B)(6), underwent an ablation procedure for typical atrial flutter with a thermocool smarttouch bidirectional sf catheter and suffered a myocardial infarction requiring surgical intervention. Post-procedure, the patient developed an st elevation myocardial infarction (stemi). Patient was transferred to the cardiac catheterization lab where it was determined that the right coronary artery (rca) was occluded. Patient likely received a coronary stent, although it has not yet been confirmed. Patient was reported to be in stable condition. There is no information regarding extended hospitalization or patient outcome. Physician's opinion regarding the cause of the adverse event is that it was related to the procedure (higher power used near the inferior vena cava) and the patient's condition (thin, atypical cardiac anatomy) and not related to the ablation catheter or any bwi products. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.